Event description:
During follow up for an unrelated event, a nurse reports a new diagnosis of peritonitis. According to the nurse. The patient developed peritonitis during a recent hospital stay. The patient told her his extension set became loose and a nurse reconnected it. He was treated with antibiotics. He continues on ccpd.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and there is no mention of the alleged contamination of the stay safe tubing. Pd effluent culture was taken after the hospital discharge and no growth was noted. Peritonitis is a known complication of peritoneal dialysis, usually caused by a break in aseptic technique. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 7 months. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.